Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a aortic dissection. It was reported that five days later, the patient arrived to the ed with acute abdominal pain and mild pain radiating to the back. Hypertension was also noted. A cta was performed which showed stable findings. The patient received medication for the hypertension. The patient was admitted for observation and then was discharged a day later with pain medication. A week later at follow-up the patient reported still some intermittent pain but overall felt improved and the event was deemed resolved. The site assessed the event unlikely related to the study device and possibly related to the procedure. The sponsor assessed it as not related to the study device and related to the procedure. No additional clinical sequelae were reported and the patient will be monitored.